Manufacturer narrative:
E1: customer full name and address information. (B)(6) hospital. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited cleaning brush head had fell into the channel. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.